Event description:
The customer reported the system was unable to make fluoroscopic x-rays. Loss of x-ray functionality there is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board and performed a heat calibration. The system operates as intended.